Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient received one shock due to oversensing, and that the lead was broken. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".